Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a nursing staff indicated that a conical screw could not be disengaged from a t-handle with quick coupling. Additionally quick coupling on a handle with quick coupling, small appears to be fused and will therefore no longer engage drive components. There was no surgical delay and no patient consequence reported. This report is for one (1) t-handle with quick coupling this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.